Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00595, an occluded inner lumen was found that was unrelated to the reported leak failure mode. There was no patient involvement.

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6) which differs from that of the event site. Event site postal code: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.7cm from the iab tip. The technician attempted to insert a 0.018¿ laboratory guidewire through the inner lumen and was found to be occluded with blood. Unable to clear the occlusion. The evaluation confirms the presence of an occluded inner lumen as an "as analyzed" failure. However, we are unable to conclusively determine when this occlusion may have occurred. Therefore, its root cause is impossible to define. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production ((B)(4)): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis ((B)(4)): the review of the historical data was performed. Trend analysis ((B)(4)): the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).